Event description:
The distributor contacted animas on (B)(6) 2013 and reported segments of the display screen were missing. There is no adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the reported issue of the segments missing was unable to be duplicated. The text on the display screen was found to be dim and faded and display was difficult to read. A new test screen was inserted and display screen was functioning and illuminated to normal contrast.